Event description:
It was reported that a shaft break occurred. A 3.00x38mm promus element long stent was selected to treat the lesion. The stent could not cross the lesion and it was noted that the shaft was broken. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the bumper tip found damage to the tip profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found the stent was damaged. A stent strut midway along the length of the crimped stent was lifted upwards from the stent profile. A snap gauge was used to measure the crimped stent od at the proximal end and the measurements were within specification. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found severe kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 243mm distal from strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion is located in the left circumflex (lcx) coronary artery. The procedure was completed with a different device and the patients' status is fine.